Event description:
Broken threads floating on the cotton head, and both were loose threads... Drawstring came off /separated [device breakage] case narrative: consumer reported via email that the drawstring separated and there were broken threads floating on the cotton head. No injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Manufacturer narrative:
Product investigation is in progress.

Event description:
Broken threads floating on the cotton head, and both were loose threads... Drawstring came off /separated [device breakage]. Case narrative: consumer reported via email that the drawstring separated and there were broken threads floating on the cotton head. No injury was reported.